Manufacturer narrative:
The anesthesia workstation was investigated on site and the auxiliary o2 and suction unit attached to the anesthesia workstation was found faulty and was therefore replaced. The anesthesia workstation was then successfully tested and was returned to clinical use. The replaced auxiliary o2 and suction unit was returned for investigation. The reported fault could be reproduced and was caused by loose shaft/pin inside the on/off mechanism. The shaft prevented the on/off switch from moving freely between the on and the off position and could not be turned on. We have not been able to determine why the shaft/pin became loose. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the auxiliary o2 and suction module attached to the anesthesia workstation could not be turned on and therefore failed to generate vacuum. There was no patient harm. Manufacturer's ref #: (B)(4).